Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of safety mechanism failure to engage was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted an 18ga x 10cm powerglide pro midline catheter assembly. The safety cover was in place over the needle. The safety mechanism was attached to the catheter advancer wings, which had been advanced. The safety was completely detached from the needle and appeared filled with blood residue. The safety mechanism was fully detached from the needle; however, inspection of the submitted photograph was insufficient to identify the cause of the detachment. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include excessive force applied when activating the safety mechanism and safety component damage.

Event description:
It was reported by the customer that "safety on powerglide pro failed to engage." Customer reports there was no patient impact.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regu2409 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that "safety on powerglide pro failed to engage." Customer reports there was no patient impact.